Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2014 due to pain. The surgeon noted that there were no visual signs of metallosis. The acetabular cup, taper insert and modular head were removed and replaced with a biomet modular head and competitor acetabular components.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 MDR's filed for the same patient (reference 1825031-2014-08562 / 08197). Product not returned from patient.

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2014 due to pain. The surgeon noted that there were no visual signs of metallosis. The acetabular cup, taper insert and modular head were removed and replaced with a biomet modular head and competitor acetabular components. Additional information received from patient's legal counsel noted that the patient underwent a total hip arthroplasty on (B)(6) 2002. It was further reported the patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of elevated metal ion levels, increasing debilitating pain, discomfort, soreness, dysfunction, loss of range of motion, pain in the feet and cobalt poisoning. It was further alleged that patient experienced widespread fractures and charcot-like deformation due to nerve damage and consequent dissolution of connective tissue as a result of accumulated metal particulate from the prosthesis. The legal counsel further alleges that patient underwent a left foot reconstructive procedure on (B)(6) 2015 due to allegations of fractures and degeneration. Finally, patient alleges a future right foot reconstructive procedure.

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2002 and received an m2a-taper acetabular system and a porous coated lateralized taperloc stem. Subsequently, the patient is scheduled for a revision procedure on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported in operative notes received that the patient underwent right hip revision procedure approximately twelve years post-implantation due to pain and elevated metal ion levels. During the procedure, edema of the pericapsular tissues was noted. The surgeon also noted that there were no visual signs of metallosis. The acetabular cup, taper insert and modular head were removed and replaced with a biomet modular head and competitor acetabular components. Patient's legal counsel noted that the patient underwent a hip revision procedure approximately twelve years post-implantation due to patient allegations of elevated metal ion levels, increasing debilitating pain, discomfort, soreness, dysfunction, loss of range of motion, pain in the feet and cobalt poisoning. It was further alleged that patient experienced widespread fractures and charcot-like deformation due to nerve damage and consequent dissolution of connective tissue as a result of accumulated metal particulate from the prosthesis. The legal counsel further alleges that patient underwent a left foot reconstructive procedure approximately thirteen years post-implantation due to allegations of fractures and degeneration. Finally, patient alleges a future right foot reconstructive procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08197 and 08562).

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2002 and received an m2a-taper acetabular system and a porous coated lateralized taperloc stem. Subsequently, the patient is scheduled for a revision procedure on (B)(6) 2014 due to unknown reasons. Additional information received revealed patient's future revision is due to metallosis.